Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 513 mg/dl. Customer also experienced blood glucose level such as 322, 430 and 500 mg/dl at different time. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. The customer also reported that the insulin pump exposed to moisture. Customer also reported that the insulin pump had critical pump error and another pump error alarm. Customer was assisted with self test and test did not pass. Customer also reported that the reservoir was leaked. Customer stated that the reservoir o ring was swollen. The reservoir was not returned for analysis and insulin pump was returned for analysis.